Event description:
During product evaluation the pump revealed failure code 814:01. There was no pt injury or medical intervention necessary according to the hosp representative.

Manufacturer narrative:
Evaluation summary: failure code 814:01 was confirmed. Inspection of the device revealed that this failure code was caused by depleted batteries, therefore they were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported failure code. This failure code is being investigated under CAPA mdq-CAPA-203, which was opened on march 20, 2006. This issue is depleted batteries is being investigated under CAPA mdq-CAPA-132, which was opened on april 1, 2005.6000001-2/25/05-004-c